Manufacturer narrative:
As received, the marksman catheter body was found broken and accordioned from the proximal end. The distal segment was found accordioned from the distal end. Stretching was observed throughout the catheter. No damages or irregularities were found with the catheter tip and marker band. The catheter total length and usable length could not be reliably measured due to the stretching and break on the catheter body. From the damages seen on the catheter body (break/stretching/accordioning); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the flow diverter through the marksman catheter against resistance. It is possible patient vessel tortuosity, lack of continuous flush during delivery, or users pulls back on/torques wire while advancing flow diverter in microcatheter lead to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that when attempting to deploy the pipeline, the pipeline stop responding when advanced and could not be retracted. Therefore, the system was retrieved. The marksman was noted to be elongated and the pipeline system was locked up within the catheter¿s distal section. Attempts were made to release the load, but these attempts were unsuccessful. No patient injury occurred. This event occurred during the treatment of an unruptured, saccular aneurysm in the carotid. The max diameter was 13.5mm with a neck width of 5mm. The distal landing zone was 2.8mm and the proximal was 3.5mm. The vessel anatomy was moderate in tortuosity. Evaluation of the returned device found that the marksman catheter broke.